Event description:
According to the article (the journal of cardiovascular surgery 2006; 47:581-3). A pt with aortic and mitral valve infective endocarditis and advanced destruction of the surrounding tissues underwent double valve replacement and reconstruction of aortic-mitral continuity and ascending aorta. Bioglue was used to seal all suture lines between the pericardial patches and the heart tissue. The authors protected surrounding tissues with wet gauze in order to avoid tissue damage. An intraoperative tee showed a blocked mitral valve leaflet. Upon reoperation, "stiff remnants between the valve ring and the blocked leaflet, resembling the dried glue in appearance and consistency" were found. The authors state that the remnants were found "in the area just below the aortic valve, where the aortic mitral continuity was performed and glue was used." The remnants were removed and the valve rotated 60 degrees into a complete anti-anatomic position and postoperative tee showed normal valve function. The pt was discharged several weeks later after an uneventful postoperative course.

Manufacturer narrative:
This is an ongoing investigation. Further info will be addressed in a follow-up report.